Manufacturer narrative:
Investigation is ongoing.

Event description:
As per preliminary engineering evaluation observation, the distal tip of the returned 14 fr esheath was split. As reported by our swiss affiliate, in a transfemoral tavr procedure, there were difficulties during insertion of a 14fr esheath, ¿a lot of push force¿ was needed and a rupture of the tip of the liner occurred.   The sheath was removed, and new sheath inserted without difficulty and no patient injury was reported. The patient was stable. Per report the cause of the tip rupture was due to patient factors (tortuosity and calcification). The patient¿s vessel was not pre- dilated and the degree of vessel calcification/tortuosity of the vessels was severe.

Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath expanded 0.75¿ from distal tip (remaining liner unexpanded), minor soft tip damage, distal tip split, and scratches on sheath shaft 1.25¿ from distal tip. A photo was reviewed and revealed that the dilators appear curved and the sheath distal tip appeared damaged. Functional or dimensional testing was not performed due to the nature of the complaint. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft components are 100% visually inspected for defects per procedure. During manufacturing of the sheath component, the esheath tip is inspected for damaged. During manufacturing, proximal expansion is performed on the sheath per procedure and the sheath is visually inspected for seam separation. During final assembly, the esheath is visually inspected by both manufacturing and quality per procedure for defects and the tip is inspected for presence of proper scoring on the outer diameter (od) and inner diameter (ID). Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for abnormalities such as seam separation and damage to the strain relief, post expander testing for liner tears and expander insertion force testing. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contribute to the complaint event. A lot history review was performed, and no other similar complaints were identified. The esheath IFU, s3u commander preparation training manual, and s3u commander procedural training manual have been reviewed for guidance and instruction involving the esheath and delivery system usage. The procedural training manual provides guidance on sheath insertion. Do not use if the sheath is damaged. Heparin should be given prior to sheath placement to ensure act = 250 second ,use stiff wire (for peripheral access only) in case of peripheral tortuosity (utilize wires such as supracore or lunderquist), apply tension to wire to provide firm rail for placement, always observe fluoroscopy during insertion, know position of sheath tip in the aorta, proper screening is critical to reducing vascular complications, push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification, and perform shallow stick/ puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time or do not force the sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making incision larger, check to ensure sheath is not damaged before reinserting, if damaged, return and replace with a new sheath, if kink is visible in the sheath after the dilator is removed, reinsert the dilator into the sheath, and exchange to stiff wire (if not already done) and replace with a new sheath. Based on the review of the IFU and training manuals no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of device return. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿during insertion, a lot of push force was needed and rupture of tip liner occurred, caused by patient factors (tortuosity and calcifications).¿ the patient was noted to have severe calcification and tortuosity of the access vessel. Scratches observed on the sheath and soft tip damage are indicative of calcium nodules in the vessel interacting with sheath during advancement and/or retrieval. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the presence of calcification and tortuosity may have contributed to the resistance felt upon insertion of the sheath, as this can create an obstructive pathway for the sheath. Additionally, it is possible that combined with interaction with access vessel calcification, the sheath was excessively manipulated to overcome the resistance experienced during sheath insertion, contributing to the splitting of the sheath distal tip. In this case, available information suggests that patient (calcification/tortuosity) and procedural factors (excessive manipulation) contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling or training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time.